Event description:
Pt had two stents placed, they were doing ok until 6 days later, family member had to take them back to the hosp, difficulty breathing, mini stroke, rash, b/p fluctuating, three days later back to the hosp with same c/o and weakness. Ekgs were done other test. Seventeen days later back to the hosp, with sob, asthma, chf. Dismissed 2 days, later back to the dr. 3 days later. No improvement noted. 3 days later back to hosp chest pain, weakness, sob, ekgs done each time, one week later back to ER. Same c/o, transferred to another hosp, cardiologist another heart cath, done. Ok. One week later back in hosp dyspnea, o2 sat was 78. The dr asked them about the respirator, should they need it. They have been getting worse since their stents were put in. The drs said hypersensitivity reaction to the stents.